Event description:
It was reported that the ilet repeatedly failed to maintain pairing with the ilet mobile app and would not accept a dexcom g7 sensor code, resulting in inability to establish cgm connectivity and data display despite troubleshooting, restart, app reinstall, bluetooth resets, and forgetting devices; a replacement ilet was arranged and the user transitioned to backup therapy. Symptoms included transient hyperglycemia with a highest reported glucose of 190 mg/dl. Outcomes included temporary elevation of blood glucose with no ketone testing, no medical intervention, no assistance needed, and no hospitalization. Investigation included a review of reported behavior, guided troubleshooting of app and bluetooth pairing, device restart, and confirmation of pairing status and sensor start attempts. Investigation of this case revealed persistent communication and pairing instability between the ilet and both the mobile app and the dexcom g7, with the device toggling paired status and failing to accept the sensor code. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device communication malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.